Manufacturer narrative:
(B)(4).

Event description:
Perform internal visual inspection and failed due to found moisture damaged at the main board. Pictures were taken. The log was not downloaded and reviewed finding no errors related to the complaint.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to found damaged display window. Receiver charged and will boot was performed and failed due to the receiver will not turn on. Perform internal visual inspection and failed due to found moisture damaged at the main board. The log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.